Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received. Health care professional reported there was no stimulation and the x-ray did not detect a fracture. A revision was offered but the patient declined. The patient was reportedly taking ditrupan daily. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device was not providing them with positive results so they decided to not have another device implanted and the device is still implant and they have no plans for removal. No further complications were reported/anticipated at this time.

Event description:
New information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their device was not working and their leads were loose. They were warm transferred to the manufacturer help line and reiterated their device was not working right. They had the device shut off, and also reported the leads were loose. They then reported "a lead was disconnected or something." When the lead came loose the second time (previous lead coming loose captured in related file), they just decided they were done. The reason for the call was in response to a letter from patient registration services to update their information. They were transferred to the manufacturer help line from registration to discuss if they should have the device removed or not. They stated their doctor had informed them they did not need the device removed. The role of the help line was reviewed, as well as an implanted system general overview. The patient stated they had been doing botox with their doctor's recommendation (not alleged related to device/therapy), and that helped for a short time, but now it was not working and the patient could only do this every six months. They were self-cathing now (not alleged related to device/therapy) and that was a pain. They provided the event date as "possibly like 5 years ago." The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va09933 serial# implanted: (B)(6) 2013 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported from caller that patient started having more leakage in (B)(6) 2015 and at that time, patient was asked to turn their stimulation off and call their healthcare professional but never did. Furthermore, caller stated that patient claimed that last year, they tried to turn their stimulation back on by trying all 4 programs at 4v however couldn't get any stimulation sensation. Patient had kept the ins off since then. Caller reported that patient's electrode impedance was tested a few times the day of the report at 2v and 270usec and all contacts except c3 showed >4k ohms. The c3 range tested between 745-1091ohms. Caller was unsure when patient stopped feeling stimulation altogether. No further complications were reported.